Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the home patient had reused a set of supplies for therapy. The patient was connected to the device at the time of the reuse for fill one of four of peritoneal dialysis therapy. The reuse of supplies was further specified as the patient had replaced a bag on the heater line, but maintained their connection to the patient line and continued use with their current cassette. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient was advised to start therapy over using new supplies. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who replaced a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.